Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the device had a breakage needle issue. One winding former with seven used needle of product code j740, lot paz748 was returned for analysis. The product code is control release and required eight strands per packet. During the visual inspection of seven used needles, the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were found. Besides, the needles were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code j740d. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Da a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no needle fragment was found. It is unclear if it has fallen into the body. Although the needle holder was confirmed, no needle fragment was found. After suturing, the nurse noticed when the needle holder returned. It was not found by x-ray examination. There is no problem with the patient's condition. The surgeon commented, ¿I think that I was sutured with normal force, I should not have put a special abnormal tension.¿

Event description:
It was reported that a patient underwent a laparoscopic total gastrectomy procedure on (B)(6) 2019 and suture was used for fascia. The needle tip was broken during closing wound. There were no adverse consequences to the patient.